Event description:
The customer reported that prior to use on a patient, the iabp showed an error code #58 (bimba fill fault). The customer called to ask for an explanation of the code. The explanation was provided to her then she stated that she will contact her hospital bio-med rep and contact maquet back if they needed further help. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).